Manufacturer narrative:
The technician found the power cord for the bed is unplugged. The technician reconnected the power cord to resolve the issue.

Event description:
The account alleged the nurse call does not function. No patient impact.